Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified alarms that terminated insulin deliveries occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported the insulin was observed to look like "jelly." Customer's blood glucose (bg) was high, however, specific bg value was not provided and the cause was unknown. Multiple attempts were made to follow up on the reported issue; however, a response was not received.